Event description:
It was reported that the console displayed errors 253 and 273. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported errors could not be confirmed. Analysis did identify that the hr mirror path 3 was not working as expected. The fse replaced, adjusted and tested the mirror path, restoring console's functionality. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the console displayed errors 253 and 273. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.